Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump failed the rewind and self tests. The pump returned a pump error 75 during the self test, and it also returned a pump error 38 during the rewind test. Did not note any blank displays, unexpected pump error 68s or unexpected pump error 48s (49s) during testing. The keypad buttons responded at first immediately after startup and during the self and rewind tests, but after some time later, it failed to respond whatsoever. The case was cut open. There is corrosion in/around the following: pcba1--j6, da2; home motor switch, outside of the motor sleeve. In summary, the customer¿s report of a blank display was not confirmed but that of unresponsive keypad buttons was confirmed during testing. The unresponsive keypad buttons, pump error 75, and pump error 38 are all due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, the customer received pump error 68 (trace pointers are invalid.), keypad/button unresponsive, the customer received pump error 48 (periodic history crc failed. Some of the recorded pump history data is missing.). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. No harm requiring medical intervention was reported. It is unknown whether the customer will continue to use the device. No product return is required for mmt-1886.